Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse.

Event description:
Accidentally swallowed some of the biotene rinse [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received glucose oxidase (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On (B)(6) 2016, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and accidental ingestion of drug. On an unknown date, the outcome of the accidental device ingestion and accidental ingestion of drug were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). Additional details, the consumer reported that she accidentally swallowed some of the biotene rinse. No additional information was provided.